Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that "the dressing was removed because it appeared an allergic reaction to the buttock and thigh. Under the dressing the wound was soaked for excessive serum and several blisters appeared. Around the medication appeared to be a skin rash that has spread all over the buttock."